Event description:
Fasttake meter would not power on. Patient described feeling extreme thirst and attempting to test with the meter during the time of concern. Patient reported being treated by a medical professional; however, no other information was provided. Patient last tested with the meter 2003. Patient did not have another device to test with during the time of concern. The customer service representative walked patient through troubleshooting. The meter powered on using the "m" button, however, not when a test strip was inserted into the test strip. The patient neither alleged harm nor experienced injury. Based on the information supplied by the patient, there is an indication that the product malfunctioned and the the event meets the criteria for a medical device reportable. Issue was not resolved through treoubleshooting. Patient's test strips and control solution were replaced.